Event description:
Two sentrant sheaths were used during an aortic heart valve procedure. It was reported during the index procedure, after dissection of the left axillary artery, the physician tried to progress the delivery system of the evolut pro but was unsuccessful. After puncture of the left femoral artery and accommodating the guidewire, the sentrant 14f was successfully introduced. The introducer was removed however, the delivery system of the heart valve could not then be introduced. It was noted the insertion of the introducer was to test the caliber of the access, because if the sentrant were successfully introduced, the delivery system with the prosthesis would probably also progress. It was noted that the minimum diameter of the access femoral artery was 4.2 x 6.4mm. A left angioplasty was performed with a 7x40mm balloon. The delivery system was then inserted but would not advance through the artery due to patient's anatomy. An attempt was made to insert the 18f sentrant but it was not successful. There was evidence of a dissection in the iliac and left femoral artery. Covered stents were successfully then implanted. Per the physician the cause of the difficulty to advance was anatomy related. The medical team believes that the dissection occurred with the attempted insertion of the 18f sentrant sheath and attempt of progression of the system. No additional clinical sequalae was provided and the patient expired 4 days later. It was reported that regarding the patients cause of death that the patient was unstable since the procedure and per the physician the complication of the procedure added to the severity of the case led to the patents death.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Film evaluation summary: the reported difficulty to advance the sentrant sheath could not be assessed on the films provided. Analysis of the angiograms received did not show any issues with the sentrant sheath or allow determination of its relatedness to the rupture event. The exact moment when the physician attempted to advance the sentrant sheath was not seen . The reported dissection/vessel rupture was confirmed. Although the cause of the events could not be fully determined from the films, it is likely that, as per the physician, the patient¿s vessel anatomy may have been a contributory factor in the occurrence of the events and subsequent deterioration in the patient¿s condition and death. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.